Event description:
Per email: inbound. Patient reported prefilled remodulin cassette caused cadd legacy pump to alarm no disposable, pump won't run and had constant beeping when it was first placed on the pump. Stated unable to prime tubing. Stated cassette had tubing pop out from the pouch. No lot number. No further details provided. No injury.